Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver 1l of normal saline solution at an unspecified rate. After an unspecified length of time, the customer contact reported that a few drops of solution leaked from an unspecified location on the distal clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.